Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient fell of their bicycle, with no apparent injuries. During a follow up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited episodes of over-sensed noise. The physician performed lead integrity testing and manipulation but could not recreate the episode of noise. X-ray images verified mechanical integrity. A request was made to have data from this device analyzed. A technical service consultant reviewed device data, confirming the estimated battery longevity is within normal limits. This sicd device remains implanted. No adverse patient effects were reported. New information was received indicating the patient received an inappropriate shock. Integrity testing including arm movements were able to recreate noise. The physician decided to explant this s-ICD device and electrode due to suspected damage. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned.

Manufacturer narrative:
At this time, the product has been returned and product analysis complete. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this patient fell of their bicycle, with no apparent injuries. During a follow up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited episodes of over-sensed noise. The physician performed lead integrity testing and manipulation but could not recreate the episode of noise. X-ray images verified mechanical integrity. A request was made to have data from this device analyzed. A technical service consultant reviewed device data, confirming the estimated battery longevity is within normal limits. This sicd device remains implanted. No adverse patient effects were reported. New information was received indicating the patient received an inappropriate shock. Integrity testing including arm movements were able to recreate noise. The physician decided to explant this s-ICD device and electrode due to suspected damage. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient fell of their bicycle, with no apparent injuries. During a follow up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited episodes of over-sensed noise. The physician performed lead integrity testing and manipulation but could not recreate the episode of noise. X-ray images verified mechanical integrity. A request was made to have data from this device analyzed. A technical service consultant reviewed device data, confirming the estimated battery longevity is within normal limits. This sicd device remains implanted. No adverse patient effects were reported. New information was received indicating that this s-ICD device and electrode was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned.